Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Therefore, the alleged product issue could not be confirmed. The instructions for use identifies clot formation as a potential complication associated with use of the device.

Event description:
It was reported that a patient enrolled in the rage study underwent treatment for a aneurysm of the right pcom. During the embolization, a coil implant began to stretch and was removed in its entirety with the microcatheter. Following this, there was clot seen in the m3 segment of the right mca branch. The clot was cleared with wire maceration. Additional heparin was given during the procedure. Following the procedure, the patient was neurologically intact. The outcome was reported as "resolved without sequelae" on (B)(6) 2021.